Event description:
It was reported that a dissection occurred. The target lesion was located in the highly calcified mid left anterior descending artery. A 3.50 x 16 synergy was deployed and a flow limiting edge dissection was noted. An additional drug eluting stent was implanted to restore flow and the procedure was completed.